Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear damage to the enclosure, front cover, line cod, pole clamp, and water tank cover. During the evaluation of the device, the issue was able to be confirmed by analysts. There was leaking found due to the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.